Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" could be confirmed in servicing. It was determined that the strain relief was detached. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing strain relief of the cord was discovered to be detached. The device was not used in surgery. There was no injury or medical intervention reported. There is no additional information provided.